Manufacturer narrative:
The device was returned for analysis. The reported sheath split issue was confirmed. The ¿sheath splitter appeared to be raised off the delivery tube¿ was confirmed as bent garage leaves. Based on the returned device analysis observations, it is likely that inadvertent change in angle of the device prior to thumb advancer stroke completion resulted in the reported sheath split issue, bent garage leaves and subsequent damages. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2983 was removed.

Event description:
Additional information received: the operator was not comfortable with the raised appearance of the sheath splitter and did not complete full sheath split. It was also confirmed the clip was not fired. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using starclose se device with a 6f sheath after an interventional bi-lateral iliac stents procedure. Reportedly, it was unsuccessful to split the sheath as resistance was felt. The sheath splitter appeared to be raised off the delivery tube and the clip was deployed. Although the access ports were not used to remove the device, there was no reported tissue damage noted. The device was removed and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.